Manufacturer narrative:
Product event summary: the device memory was analyzed and indicated a partial electrical reset.

Event description:
It was reported that the device had a power on reset likely due to a flipped bit in the random access memory and it was restored to the programmed settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.